Manufacturer narrative:
(D4) serial number: (B)(6), expiration date: 03-jul-2024. (H3) the revision reported was likely the result of either incomplete seating of the liner during the first revision, bone impingement, patient-related conditions, or any combination of these possibilities, which led to humeral liner disassociation. However, this cannot confirmed as the devices were not returned for evaluation and x-rays were not provided. (H4) device manufacture date: 08-jul-2019. Section h11: the following sections have corrected information: (d11) concomitant device(s): 320-10-00, 6254466 - equinoxe reverse tray adapter plate tray +0, 320-01-42, 6301886 - equinoxe reverse 42mm glenosphere, 320-15-05, 6344306 - eq rev locking screw, 320-20-00, 6337513 - eq reverse torque defining screw kit.

Manufacturer narrative:
Concomitant device(s): 300-30-06, equinoxe preserve stem 6mm. 320-10-00, equinoxe reverse tray adapter plate tray +0. 320-01-42, equinoxe reverse 42mm glenosphere. 320-15-02, rs glenoid plate sup aug, 10 deg.

Event description:
As reported, this (B)(6) y/o male patient was reaching for something with his l arm in forward elevation and external rotation and sustained an instability event. Disassociation of polyethylene was diagnosed and the patient was revised. The case report form indicates this event is definitely related to devices or procedure. This event report was received through clinical data collection activities.